Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient during transport, the device inappropriately shut down. The medics replaced the battery in the device and the device failed to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.